Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 545 mg/dl. The customer was treated with a 7.5 unit bolus. The customer also reported blood was present on the cannula upon removal of the infusion set. Customer reported their blood glucose was 487 mg/dl at the time of the call. Customer declined to troubleshoot for the insulin pump. The product will not be returned for analysis.